Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿clinical outcomes of a modern total knee arthroplasty prosthesis compared to its predecessor at 5-year follow-up: matched pair analysis,¿ by peter b. White, ms, et al, published by the journal of arthroplasty (2020), vol. 35, pp. 3150-3155, was reviewed. The purpose of this follow-up article was to provide the 5-year follow-up results for the study comparing the primary attune and pfc sigma knee systems implanted in 193 patients between january 2010 and december 2014. This complaint is a follow-up to the article containing the 2-year results for this cohort which is captured in (B)(4). The results captured in the previous complaint will be excluded from this complaint. Depuy products used: 77 primary attune tka: femoral component, tibial tray, tibial insert (49 fb and 28 rp), and patellar resurfacing. The cement utilized is unknown. 77 primary pfc sigma tka: femoral component, tibial tray, tibial insert, and patellar resurfacing. The cement utilized is unknown. Attune results: 3 attune tkas presented with noise, 4 reports of painful crepitation, treatment unspecified, 4 reports flexion contracture greater than 5 degrees (treated with peripatellar scar excision; manipulation under anesthesia), unspecified number of patients reported stiffness and severe pain that interfered with adls, treatment unspecified. Pfc sigma results: 10 reports of noise- treatment unspecified. 3 reports of painful crepitation- treatment unspecified. 9 reports flexion contracture greater than 5 degrees ¿ treatment peripatellar scar excision; manipulation under anesthesia). Unspecified number of patients reported stiffness and severe pain that interfered with adls, treatment unspecified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.